Event description:
Since insertion of essure I have had deterioration in my health including but not limited to: all over body and joint pain, headaches / migraines, excessive hair loss, irregular periods, sharp pain in pelvic area, menstrual cramps that radiated down both legs. Chronic fatigue, weight gain, blurry vision, mental fatigue, emotional distress / anxiety, prolonged healing, chronic allergies and sinuses.